Event description:
It was reported that the right atrial (ra) lead exhibited out of range impedance on two occasions, approximately double the baseline impedance. No other clinical findings were noted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted 2014 (B)(6). (B)(4).